Manufacturer narrative:
H6. Pli 10: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 20: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient's pump was expected to be replaced in (B)(6) 2024 because the device dried out 2-3 months ago. The pump has been filled with saline. The healthcare provider (hcp) indicated that the patient has also been unable to walk for about two months. The patient suddenly lost the ability to walk and that was the reason for the magnetic resonance imaging (mr)I scan of the head and spine. Troubleshooting was not required. The issue was not resolved through troubleshooting. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal fentanyl 1000 mcg/ml at 100 mcg/day and bupivacaine 10 mg/ml at 1 mg/day via an implantable pump. The physician reported that the patient had an extended stay at a health care facility during which time his existing pump ran empty. The pump was reportedly without medication infusing for approximately six weeks. The physician reported that when the patient returned to the clinic, she performed a catheter access study and was unable to aspirate any cerebrospinal fluid (csf). At that time, the hcp filled the pump with saline and set the infusion to the lowest infusion rate and stated that she had the patient return to the clinic for a volume check and was concerned that the volume remained unchanged. Therefore, the hcp decided to replace both the pump and the catheter. The rep did not have exact dates for the hospital stay or date of the catheter access port (cap) study/volume check. It was reported that when the physician filled the pump with saline, the programming was set to 1 ml/ml with a simple continuous rate of 0.049 ml per day. It was unknown how much times was between the saline being added to the pump and the patient returning for a volume check. The rep stated that the cause of the catheter obstruction was not determined as it was tied off and abandoned within the patient. The rep stated that environmental/external/patient factors that could have led or contributed to the event included an extended stay in a healthcare facility that resulted in the pump going empty. Diagnostics/troubleshooting performed included a negative catheter access study and a pump volume check. Actions/interventions taken included taking the patient to the operating room (or) today (202 4-11-21) for a planned catheter and pump replacement. The physician first started by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. She then cut the catheter slightly distal to the hub and removed the existing pump. The hcp folded the existing catheter over on itself and placed suture ties in multiple locations and confirmed that there was no csf leaking. The physician then proceeded to open up the midline lumbar incision and was given a new 8780 catheter that was placed at t10. The new catheter was then anchored and tunneled to the existing pump pocket and connected to a new 8667-20. The physician then aspirated csf from the catheter access port with ample return. The new pump was placed back into the existing pump pocket and incisions were then irrigated and closed. The issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the extended health care facility stay was not related to the patient's pump. The rep was not given any additional information regarding expected versus actual residual volumes. The pump was returned for analysis. The expected residual volume on the day of replacement was 17.6 ml and actual was unknown as the pump was not drained before returning.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6); implanted: (B)(6) 2021, explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2023, UDI#: (B)(4); analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.